Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital after developing an infection. The system was removed on (B)(6) 2018 and the patient was stable post-procedure.